Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 because her blood glucose level went up and the insulin pump was pulled out of her skin. The insulin pump was lost in a car accident. The customer had an altercation and the insulin pump was pulled out. Her blood glucose level was not reported but she was told it was critically high. The customer received fluids and insulin through IV and supplements as well. The customer was not wearing the insulin pump at the time of hospitalization. The device was not returned.